Event description:
It was reported that the left ventricular had dislodged. The lead was capped. No further information could be obtained.

Manufacturer narrative:
Date of event should have been (B)(6) 2006 rather than (B)(6) 2017. Type of reportable event should have been malfunction rather than serious injury.

Event description:
New information on 5/16/2017 notes that the lead was dislodged the day after implant on (B)(6) 2006 confirmed by x-ray. The lead was deactivated and not elected for lead revision at that time. During a pulse generator change out on (B)(6) 2017 the lead was capped due to the dislodgement.